Event description:
The customer reported images too dark and unuseable. No pt injury was reported.

Manufacturer narrative:
The ge svc rep performed a battery cap test and found no erors. He replaced the defective left monitor, gib board and reloaded the software. The system functions normally.